Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the pacing threshold of this right ventricular (rv) lead had increased. A revision took place to reposition this lead but this was not successful thus a new lead was used. This lead will be returned no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned severed in two segments at 13.2 cm from the thermal pin. Visual inspection noted setscrew marks on the terminal pin. Both segments of the lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observations.